Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the stent was returned in its deployed state and there were no anomalies noted. The catheter shaft was noted to be slightly flattened at 7cm from the distal end. During analysis, the pusher stabilizer was flushed without difficulty. The pusher was able to move freely within the catheter. Based on information available, the device was confirmed to be in good condition after unpacking and preparation and it was prepared as per the dfu. The patient¿s anatomy had 70% tortuosity. There were no anomalies noted to the returned device which could have contributed to the as reported friction. It is probable that the tortuous nature of the patient¿s anatomy caused the as reported event and the damage noted to the device. It is probable that the delivery catheter and the stent stabilizer were moved independently of each other during removal of the device from the patient¿s body, causing the stent to prematurely deploy outside of the patient. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device showed that the stent had prematurely deployed. There was no impact to the patient.